Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.1,-12.0/1.0/125 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data : b5-the reporter indicated that a 13.7mm, vticmo 13.7, -12.0/1.0/125 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop. This exchange resolved the problem. Claim# : (B)(4).

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found haptic torn. Claim# (B)(4).